Event description:
It was reported that the patient felt stim was making her left leg numb. The patient was at her doctor's office for programming (B)(6). Hcp indicated that there might be a problem with the left lead based on numbers not looking good after running some test on it (perhaps impedance). It was possible that scar tissue was causing the problem of not getting appropriate stim. As well. The patient was to try and further adjust stim. With patient programmer. The patient started to feel pain at ins site since (B)(6) 2011. The patient believed she might have pulled something while getting into her car. If additional information is received, a follow up report will be sent.

Event description:
It was later clarified that her leads broke and she had to have a laminectomy to have a surgical lead placed. Both of the leads were removed. Around (B)(6) time 2011 was when she began to have a lot of pain. Every time she would step on her leg it would give her pain. The pain was not correlated with a fall or trauma. The patient was unsure but thought the revision surgery occurred at the beginning of 2013 or end of 2012.

Event description:
Additional information reported that one of the patient's leads was "bad" and had to be replaced about a month ago.

Event description:
Additional information received reported that the lead revision took place in (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model # 3777-60. Lot # v386417027. Implanted (B)(6) 2010, explanted unknown; lead model # 3777-60, lot # v386417026, implanted (B)(6) 2010, explanted unknown; programmer model # 37743, lot # nke142078n; recharger model # 37752, lot # nka136262n.